Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that a lead safety switch (lss) occurred for the pacemaker and right ventricular (rv) lead due to high out of range impedance measurements of 2200 ohms. The medical personnel noted it was a gradual rise in impedance measurements. In office testing in unipolar configuration did not elicit noise. The medical personnel noted they did not test the lead in bipolar configuration. Boston scientific technical services (ts) was consulted and discussed that any further action would be a medical decision. The field representative noted he has not yet been contacted by the physician regarding this patient. Available evidence suggests the pacemaker and rv lead remain I service and no adverse patient effects have been reported.